Event description:
The customer reported a touchscreen failure message. The system was completely down and would not work. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The keyboard fuses were replaced and the boards were reseated. The system was tested and found to be working as intended and returned to service.